Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered 5 infusion sets cannula was kinked event within 3 hours of insertion. The site of insertion was abdomen and thighs .the infusion set was in use for 3-10 hours. The blood glucose level was found to be highand patient took correction injection via mdi company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available ..

Manufacturer narrative:
Initial and final MDR (B)(4).- device 3 of 5. Since no lot number is availabel, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.